Event description:
(B)(6). It was reported that post a stenting treatment procedure, the patient experienced cardiac chest pain. The patient presented at the time of the index procedure due to stable angina (ccs class ii). Cardiac catheterization revealed a 90% stenosed and 14mm long target lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 3.0mm. This was treated with predilation and deployment of a 3.0x18mm promus stent resulting in 0% residual stenosis. A dissection in the proximal lad was treated with a 2.5x23mm promus stent. This dissection was reported to be unrelated to the 3.0x18mm promus stent. A second lesion located in the proximal left circumflex coronary artery was treated with placement of a 2.75x18mm taxus liberte stent. The patient was discharged 1 day later on aspirin and clopidogrel. (B)(6) 2011: the patient experienced the onset of cardiac chest pain. This was treated with medication. The event is reported to be not recovered/not resolved. Additional information has been requested and is not available.

Event description:
It was further reported that the patient was not hospitalized due to this event. No diagnostic tests were performed. The patient has had anginal chest pain before this event and that it is considered ongoing. However the patient reports that "she is well" with no other major health issues. She states that she "gets occasional chest pains" but that they are tolerable and she is aware of how to self manage her treatment and care when they commence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).